Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer purchased two of the ora-clean soft toothbrushes and while using the toothbrush, bristles started falling out and got lodged between her teeth.